Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the end of the delivery catheter did not slit which caused the slack in the lead to pull back. The physician reattached the slitter near the curved tip of the catheter and was able to successfully slit the rest of the catheter and complete lead implant. No patient complications have been reported as a result of this event.